Manufacturer narrative:
(B)(4). Review of the manufacturing records for batch 21168583 confirmed that the devices in this batch met all applicable specifications. The investigation conclusion is device not returned as the complaint did not include returned device review and lacked the objective evidence or descriptive conditions of the event required to determine what could have contributed to the event. (B)(4).

Event description:
It was reported that the catheter was difficult to remove from the guidewire and the marker band shifted. An angiojet® zelantedvt¿ catheter was selected for use for a mechanical thrombectomy procedure in the popliteal vein and the vena cava. Thrombectomy was performed successfully in the popliteal-femoral portion. The device was advanced toward the iliac, where the patient has a double vein. At this point, the physician began to feel resistance advancing the device. The physician decided to withdraw the device and enter with a diagnostic catheter to facilitate access in the target lesion. The catheter's tip was out of the introducer but still attached to the guide wire, and there was great difficulty in removing the device from the guide wire. The physician then washed the guide wire and device with saline to hydrate the area of resistance, but it was still difficult to remove the catheter. It was observed that the resistance was coming from the radiopaque marker, close to the tip of the catheter. It appeared that the radiopaque marker moved on the device and caused difficulty removing the catheter from the guide wire. The physician then removed the device and the guide wire together. The procedure was completed successfully with another angiojet zelante catheter. There were no patient complications reported and the patient's condition post-procedure was stable.